Event description:
It was reported that the systems power would not turn on (no boot). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.